Manufacturer narrative:
UDI- (B)(4). Concomitant medical products - oxford uni twin-peg femoral md, item 166942, lot j3693126 therapy date - remains implanted. Concomitant medical products - oxf pks anat men brg uhmwpe lt med sz 3, item 159547, lot 3777301. Therapy date - remains implanted. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01172 and 3002806535-2018-01174.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement procedure and subsequently the patient reported pain and swelling. A synovial fluid aspiration procedure from the left knee was performed. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This investigation could not verify or identify any evidence that the zimmer biomet products contributed to the reported event. The exact root cause of the reported event cannot be determined with the available information, however, based on the radiographic evidence, a large osteophyte present in the joint space, may have contributed to the pain experienced by the patient.

Event description:
It was reported by the patient that they underwent an initial left knee replacement procedure and subsequently the patient reported pain and swelling. A synovial fluid aspiration procedure from the left knee was performed. This report is based on allegations set forth in patients notice and the allegations there in are unverified.